Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, on the anastomosis of the sigmoid and colon, the device was unable to be closed. There was no unusual effort required to turn the twist knob in order to visualize the green bar. The stapler was inserted through the anus. The anvil was connected to the stapler. The doctor closed turned the black knob to join the anvil with the stapler. As the anvil was getting close to the stapler it stopped, about 1cm from the stapler. This process was repeated about three times but every time it would not close. The doctor opened a new stapler and it worked. A perfect anastomosis was formed with the second stapler to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that an instrument had a disengaged staple guide. Visual inspection of the internal components of this instrument noted that the "insert, shell eea" was not attached to cartridge shell. The "insert, shell eea was found inside the tube assembly and thread marks from the "insert, shell eea" were noted inside the cartridge shell, evidence that the "insert, shell eea" was present. Microscope inspection of the remaining instrument noted nicks in the knife blade. Functionally, both instruments were subjected to a measured anvil attachment test with acceptable results. The instrument with the disengaged staple guide was applied to test media after the staple guide was inserted back and a representative anvil was loaded. The anvil and staple guide disengaged upon firing of the instrument. The cartridge shell was removed for visual inspection of the "insert, shell eea". The instrument with the damage knife blade showed no abnormalities during functional evaluation despite the noted knife blade damage. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the disengaged "insert, shell eea" may occur when an obstruction is inserted inside the anvil assembly causing it to disengage from the clinical device while closing the instrument and/or firing it. Dst eea instructions for use (IFU) include specific instructions for the user to manually inspect the attachment to ensure that the anvil/center rod assembly and integrated trocar are fully mated. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.